Manufacturer narrative:
On 7/2/2019, it was reported to mentor that the patient experienced rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: a mentor memorygel breast implant 550cc , catalog 3505504bc, sn (B)(4), lot 7369875 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and experienced capsular contracture on the right breast implant . Patient had fallen about 1 month ago. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 550cc on (B)(6) 2019.